Manufacturer narrative:
(B)(4)

Event description:
Twenty-one months later after treatment for restenosis, the patient was treated for restenosis the same stent in the rca and was enrolled in (B)(4) study. Pci was performed on an 85% in-stent restenotic lesion of a cypher stent in the mid rca of 6mm in length in a 3.2mm vessel diameter. The lesion was classified as type a. A 3.0x13mm cypher rx stent was deployed at 18 atm by direct stenting. Post-dilatation was performed with a 2.75 x 8mm balloon at 20 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. There were no procedural complications and the patient was discharged on the following day. In the initial procedure, pci was performed with in the rca with a 3.0x23mm cypher stent deployed covering the bend of the vessel with 75% stenosis at 14 atm. It was post-dilated with a 3.5x15mm nc monorail at 12 atm. The proximal vessel has significant stenosis almost from the origin to the proximal end of the first stent. This segment was then stented with a 3.5x18mm cypher at 14 atm with both stents overlapping at 16 atm. At the very distal edge of the stent had a narrowing of 20 to 30% which was due to tortuosity of the vessel and the ultimate straightening of the stent.

Event description:
Per the audiologist, the patient had a head injury in 2004 resulting in swelling and a period of non use. The patient is currently reporting experiencing headaches with device use. The results of an integrity test (B) (6) 2009 indicate no evidence of receiver stimulator malfunction with multiple electrode faults. The patient is currently not wearing the external processor and therefore, not receiving benefit form the device.explant and reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
(B) (4)